Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that cable require reset. A field service engineer, reseated all connections related to the solid state drive (ssd).to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported when using the pyxis medstation es system, the station was prompting for the bio ID password. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.